Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. The pump was received without original battery cap. The pump was unable to verify damage to battery cap. The pump had a scratched display window, cracked reservoir tube and cracked battery tube threads. No moisture damage was noted on electronic assembly or on motor.

Event description:
The customer's father reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was 240 mg/dl. The customer stated that the button error did not occur right after the pump was exposed to moisture. The customer stated that a button was not pressed for 3 minutes or longer. The customer was unable tore move the battery cap on his pump. The customer was not able to remove the battery cap with a quarter. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.